Event description:
On (B)(6) 2012 customer reported that the access 2 instrument generated one occurrence of a non-reproducible false negative accutni result on one patient. The customer stated the non-reproducible false negative accutni result was not reported outside the laboratory. The repeat result recovered over the ami cutoff. However, the customer did not report any affect to the patient connected to this event. Customer indicated that the accutni quality control (qc) samples run after the incident were within the customer's established limits. Customer did not provide qc data from prior to the event. Customer did not provide event-specific system check data. No other assays or patient results are in question. Field service engineer (fse) inspected the instrument and replaced several printed circuit boards (pcbs) and the hard drive. Fse noted that the cause of this event was hardware-related, but the specific hardware failure could not be determined with the information supplied.